Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the patient had hemroidectomy surgery approximately two months ago which increased the patients difficulty in charging. The patient will undergo a revision procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4))

Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the patient had hemroidectomy surgery approximately two months ago which increased the patients difficulty in charging. The patient will undergo a revision procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04).